Event description:
During morning rounds it was noted that the gauze dressing dated two days earlier that was covering the midline insertion site was wet and loose. Upon inspection catheter was noted to have a hole in the red lumen and fluid sprayed out when flushed. Catheter was removed intact.